Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a stent shaft break.

Event description:
It was reported that, during a stone lithotripsy procedure, a percuflex plus ureteral stent was going to be used, when the scrub nurse was handling the stent, it broke into two pieces. The procedure was completed with another of a different device. No patient complications were reported.